Event description:
It was reported that five minutes after starting treatment with a prismaflex m100, an external fluid leak from the drain bag was observed. It was further reported the leak was due to a separated spike. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Reporter information unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the pictures showed leakage. The reported condition was verified. The picture did not identify any specific defect on the impacted set that could explain the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.